Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reported the upper aligner is cutting into their cheek and it is uncomfortable. Provided hhtt tips and for requested patient to try on next step aligner and provide photo for evaluation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.